Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had low defibrillation impedance post implant. The device was analyzed and it was noted that the rv lead pins were reversed in the header. The physician chose to open the patient's pocket and switch the pins to their appropriate positions in the header. All values were normal afterwards. The device is still in use. No patient complications have been reported as a result of this event.